Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. The caller successfully loaded a new cartridge and resumed insulin therapy with assistance from technical support. No previous cartridge alarm reports were associated with this pump serial number.